Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a depleted battery set alarm, interrupting delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The software version of this device is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a depleted battery alarm was confirmed and duplicated during product evaluation. The root cause of this condition was determined to be depleted main batteries. The main batteries and battery harness were replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.06.00. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.